Event description:
While doctor was placing a shiley trach tube cuff with disposable inner cannula, the hinges of the cannula (both sides) disconnected from the collar. The doctor was able to remove the defective piece without harm to patient, but there was a potential to block the airway.